Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. The patient has requested a system explant for possible infection (per the patient not confirmed by physician). Surgical intervention will be taken at a later date to address the issue.